Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of medical fluid from the connector was observed. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One sample was returned for evaluation of the failure and pictures by the customer were provide it. Unit returned was received inside of a plastic bag which its original open packaging: visual inspection results: the sample do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: the sample was fill whit colored water using a syringe to detect any leakage. Results: is observed a small tear in the bag, the leak is near to the neck of the bag. The complaint is confirmed. The samples show inconsistent seal thicknesses. This condition is based on the current cavities in use and can vary if one of more were to be replaced with additional (spare) cavities in the event one is damaged during use. Summary root cause is height variation from one cavity to the next, which results in variation of the seal thickness. The cause of the reported problem was traced to the manufacturing process. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.